Manufacturer narrative:
(B)(4). Baxter received and evaluated the device.the customer reported "error code 323". Evaluation could not reproduce a system error 323 and there were no events of system error 323 in the history log. However evaluation did experience a system error 322. The history log revealed multiple events of system error 322 at the end of customer use, some of which may have interrupted infusion processes. System error 322 was confirmed through review of the event history log. This was caused by a failed lower link switch. The lower auxiliary was replaced to correct this condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump displayed system error 323. Any patient involvement, injury or medical intervention is unknown.